Event description:
The surgeon inserted a peek interbody implant unilaterally across disc space. It was a 7mm implant placed from l5-s1. Collapsed bone and spondylolisthesis slip grade 1-grade 2 were reported. The bone collapsed immediately when pulling out the distractors. The 7mm implant was inserted into the disc space and fractured. The surgeon pulled out the inserter with half of the implant remaining on the inserter. The remaining portion remained implanted.